Event description:
The hospital reports a pt death occurred following a non-recoverable boot failure.

Manufacturer narrative:
Date of death unk. A ge healthcare investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.